Manufacturer narrative:
(B)(4). Internal file number - (B)(4) during processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Difficulty to deploy/partial stent apposition can be a result of, but not limited it, patient anatomical morphology, patient disease state, pre-dilatation strategy, device size selection or inflation technique when using the device. Reportedly, a 3.0 diameter multi link 8 stent was selected, a 4.0 diameter vision stent was implanted inside the first stent and a 4.5 diameter voyager nc dilatation catheter was used for post dilatation. In this case, it is possible that the multi link 8 stent was undersized for this vessel which likely contributed to the reported partial stent apposition and required additional post dilatation (additional non-surgical treatment).

Event description:
Device malfunction: difficulty to deploy. Time of device malfunction: during procedure. Symptoms/ae: stent implanted inside another stent. It was reported that the procedure was to treat an ostial right coronary artery (rca) lesion. The multi-link 8 stent was implanted; however, difficulties were experienced in the post-expansion for the high ostial rca recoil. The ostial rca was calcific. A vision has been implanted inside the multi-link 8, and then it was post-expanded with a voyager nc balloon. No patient adverse effects were reported. No additional event or patient information is available.